Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The lot no and the expiration date in d4 and the device mfg date in h4 were added.